Event description:
A revision surgery was performed due to suspected patellar clunk syndrome. Insert replacement and soft tissue resection were conducted.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it has been communicated that no additional clinical documents are available at this time. Therefore, no thorough clinical assessment of the reported issue can be rendered. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.